Event description:
It was reported that in the central sterile department of the user facility the device was producing metal shavings. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device not yet received for evaluation.

Manufacturer narrative:
The product was not available for return.

Event description:
It was reported that in the central sterile department of the user facility the device was producing metal shavings. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.